Manufacturer narrative:
A heal collar 4.5x5.5, 3mm (item # hc453) was returned for investigation. Visual inspection of the as returned product identified signs of cross-threading damage including deformation of the lower threads and corresponding removal of the anodization. Functional testing was performed for the returned product and found that the abutment could not merge effectively with compatible in-house testing implants as reported. Pre-existing conditions are not applicable to this type of event. The reported device is reported to have not been placed due to the reported event. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # hc453) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not assemble) or device (hc453). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided. Event date: not provided, device lot number: not provided, initial reporter fax number: not provided.

Event description:
It was reported that during the implant placement a healing collar (hc453) was unable to screw into the implant. Procedure was completed suing another healing collar.